Event description:
Following deployment of the diagnostic duett pro, the patient experienced oozing at the puncture site. Attempts made by vsi to obtain patient treatment and status have been unsuccessful at this time.